Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent high out of range pacing impedance measurements, ranging from 2000 ohms to 2030 ohms. These high impedance measurements resulted in a lead safety switch (lss). Technical services (ts) suspected that the variable impedance could be due to spring contact issues and recommended further troubleshooting to replicate the noise. This patient is pacemaker dependent. The patient is scheduled to visit the clinic for further evaluation. This rv lead remain in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).